Event description:
It was reported that following an ob/gyn surgical procedure, a burn the size of a quarter was noticed at the ground pad (dispersive-electrode) site. During surgery a decrease was noted in the surgical effect of the esu and esp. The cables and the esu were checked. The ground pad was under the surgical drapes and the site was not checked until the end of the procedure. It was noted that the distal end of the ground pad (approx. 2 to 3 inches of the ground pads length) had peeled away from the pt's thigh. This is where the quarter size burn was noted. It was treated with silvaderm cream and a dressing.